Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers where provided for the devices, the device history records could not be reviewed. Due to the fact this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a winterthur generic hip product on the left side on (B)(6) 2005. The patient was revised on (B)(6) 2008 due to pain.